Event description:
A consumer's wife reported that her husband experienced redness and swelling in his eyes following use of this product. She reported that he was seen by a doctor who diagnosed him with an eye infection, treated him with an antibiotic and instructed him to discontinue use of contact lenses. In a follow-up, the consumer's wife reported her husband's symptoms have resolved and is wearing his contact lenses again. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no sample was returned by the customer. The complaint history was reviewed and there was one other complaint of this nature reported. (This other complaint is the spouse using the same bottle). Review of the compounding, filling, and packaging mbrs did not show any anomalies that may have contributed to the patient condition, the chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. A review of the stability data for all opti free replenish lots currently enrolled in the stability program was conducted and all lots within specification through product shelf life. Review of the incoming qa inspection results for all the component lots showed them to be acceptable. The lot met all release criteria prior to product release. No root cause can be determined at this time. Additional information was requested on (B)(6) 2011 by phone and mail. Additional information was received by phone on (B)(6) 2011. (B)(4).